Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +19.5d) on (B)(6) 2022. The patient did not return to the clinic for light treatments. The patient returned to the clinic on (B)(6) 2025 complaining of visual disturbances. On (B)(6) 2025, approximately 32 months after implant surgery, the lal was explanted due to visual disturbances and a new lal (sn (B)(6), +19.0d) implanted as a replacement.